Event description:
Boston scientific crm received information that this pacemaker and dextrus leads system exhibited undersensing and oversensing. The patient was noted as being in atrial fibrillation 50% of the time. When the device was programmed to vvi mode, there was pacing inhibition for approximately four seconds. All lead measurements were within normal ranges. Technical services suspected the inhibition was due to some type of oversensing, and suggested an x-ray to assess the device header and lead positions. We were informed by (B) (4) that this lead was returned to them. There was no explant date provided.